Event description:
It was reported that there was an error 375 on the recharger. It was noted that the actions required as a result of the event was hospitalization and replacement. It was further noted that the issue was resolved and that no cause of the issue was determined. It was also reported that the patient¿s status at the time of the report was alive with no injury. The patient was reportedly unable to recharge the implanted pulse generator.

Manufacturer narrative:
After receiving additional information it was made clear that the patient was never admitted to the hospital and only had an appointment at the hospital. It was noted that the patient went home that afternoon. As such there was no medical intervention and the event was not a serious injury. There is no other information in the event to indicate that there was any permanent damage or impairment to a bodily function or structure and there were no other interventions taken. Should be ¿product problem¿ only; should have no boxes checked; should be ¿malfunction¿ only and not ¿serious injury.¿ this event was a malfunction of a non-implantable device and should not have been reported.

Event description:
Additional information received reported that the patient went to the hospital with an appointment and remained there all day, but went home in the late afternoon. It was noted that the "device was controlled" by a manufacture representative, but the patient was not able to recharge the stimulator. It was noted that there was "no injury related to the patient."

Manufacturer narrative:
(B)(4).